Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removed via hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. The reporter commented: essure removal dates reported as (B)(6) 2015 and (B)(6) 2017. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report via lawyer. Plaintiff's birth date was added. Essure removal method was specified. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, ovarian cyst and pelvic pain. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removed via hysterectomy,laparoscopic d & c, removal of essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. The reporter commented: essure removal dates reported as (B)(6) 2015 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.479 kg/sqm. [Pathology test] on (B)(6) 2017: diagnosis: a. Fallopian tube segment, right, partial salpingectomy: 1. Complete transect ion of the lumen. 2. Scattered chronic histiocytic inflammation with rare multinucleated giant cells and nonpolarizable. Foreign material consistent with essure device. 3. Scattered fibrous serosal adhesions. 4. No malignancy or atypia seen. B. Fallopian tube segment, left, partial salpingectomy: 1. Complete transect ion of the lumen. 2. Scattered chronic histiocytic inflammation with rare multinucleated giant cells and nonpolarizable. Foreign material consistent with essure device. 3. Scattered fibrous serosal adhesions. 4. No malignancy or atypia seen. Pre and post-operative diagnosis: pelvic pain. Gross description: a- right fallopian tube is 1.0 cm in length with an average diameter of 0.6 cm. The fragments of fallopian tube show a metallic spring-like essure which is approximately 1.6 cm in length. B- left fallopian tube is 1.6 cm in length with an average diameter of 0.6 cm. The fallopian tube shows a metallic spring-like essure which is approximately 1.6 cm in length. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporters,patient information,medical history,lab data,removal date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.